Event description:
In 2017 I had natrelle silicone-filled smooth breast implants placed in my breast. One year later in 2018, I developed unexplained brain fog/extreme fatigue/excessive urination symptom among other things. After urology tests and MRI, everything came back normal. With no explanation of my issues. In (B)(6) of 2019 I started to develop a severe allergy to chicken among other things and had to change my diet numerous times. The symptoms seemed to worsen and more symptoms started occurring. As of (B)(6) I was unable to eat any sort of meat. I ended up in the emergency room due to not be able to keep any food down. Throughout the endeavor the aching/memory loss and fatigue continued to worsen. My symptoms have got to the point I can't even function and do everyday activities. I missed almost a full month of school one semester and a ton of money from not being able to work. Shortly after developed anemia. Symptoms range from connective tissue inflammation, chronic fatigue, dizziness, memory loss, sluggishness, headaches, stomach pain, frequent bowel movements, increased urination, heavy menstrual cycles, muscle pain, itchiness, loss of weight, loss of appetite, depression, anxiety, developed asthma, frequent respiratory related infections, frequent uti, chest pains, fever and chills etc. Over the last year I have been sent to gastrologist for tests that all came up negative and repeated rheumatologist appts with repeated blood work and scans showing all negative results minus a positive ana. I don't believe it's just the allergan textured implants effecting women. There are too many test to list if need be I can contact all drs and have them compile all testing. FDA safety report ID# (B)(4).